Event description:
As reported, upon removal of a 6/7f mynx control vascular closure device (vcd) the sealant was also unintentionally removed. There was no reported patient injury. The device was discarded. The procedure was performed using a retrograde approach. The deployer was certified on the mynx device. A 6f non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, including vascular sheath introducer insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium present at the puncture site. Hemostasis was achieved with manual compression. The device was stored and prepared according to the instructions for use. The sealant remained attached to the device. The sealant was dislodged from the arteriotomy and appeared to stick to the device. There was no shallow vessel depth. Button #1 and button #2 were fully depressed. The balloon was fully deflated. No resistance was noted during device use. The device was realigned to the angulation and removed with light fingertip compression. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.